Event description:
Additional information was received from manufacturer representative (rep) who reported the cause or contributing factors of the issue was not determined. They reported the patient outcome of the issue was not determined. Rep stated the leads were implanted and removed on september 17th. They stated any follow-up information will be shared as it becomes available to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va346gb021); product type: 0215-screening device; brand name surescan; product ID 977d260 (lot: va346gb021); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient woke up after trial unable to move her right knee or hip (although she could move the foot). She also had altered sensation in the leg. The patient was given time to see if strength returned. It did not, so the leads were pulled, and she was referred for laminectomy. The issue is ongoing. The patient was hospitalized, a laminectomy was done, but the outcome is not yet known. The device was removed. The trial leads were pulled within about 20 minutes of the trial due to neurological changes in the leg. Neuro monitoring was used during the case. No changes were reported during the case, but the patient awoke with neurological symptoms as described.